Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023 prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). Device malfunction was suspected as cautery was used in a nondevice related surgery. The patient underwent an ipg replacement and was doing well post operatively. The explanted ipg has been disposed by the hospital.